Event description:
It was reported while transporting a patient on the stretcher, one of the transport wheels detached. There were no injuries or adverse effects associated with the incident. An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher. The allleged issue was confirmed and the stretcher was repaired and returned to service.